Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). Contact person updated 9/16/24.

Event description:
N/a

Manufacturer narrative:
Updated field: b4, d8, d9, g3, g6, h3, h6 (component code, investigation findings ,investigation conclusion, type of investigation) h11. A getinge field service engineer (fse) reported that they replaced the touchscreen assembly (0160-00-0123). The unit passed all functional and safety tests and was returned to customer.

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h11. Corrected field: h6 (investigation conclusion). A getinge field service engineer (fse) reported that they replaced the touchscreen assembly (0160-00-0123). The unit passed all functional and safety tests and was returned to customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance by a getinge field service engineer (gfse), the cardiosave intra-aortic balloon pump (iabp) unit has a touchscreen calibration failure. There was no patient involved.